Event description:
The freedom driver was not supporting a patient at the time of the event. During routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
The freedom driver will be evaluated at syncardia. The results will be provided in a follow-up MDR.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms indicating left drive pressure was too low for long enough to be a permanent time-out and psi regulator was too low. Visual inspection of external components found cracks on display and fan covers as well as a damaged mounting rail on the power adaptor. Freedom driver failed incoming inspection for out of specification pulmonary artery pressure and left atrial pressure as well as a difference in cardiac output between the lcd display and the flow meter. This coordinates with the fault code causing the permanent time-out. The psi regulator alarm may have been due to power cycling of the driver. Additional testing was performed to replicate the power cycling issue but it could not be replicated as no alarm was produced. A known functional piston cylinder assembly (pca) was installed in an effort to address the out of specification outputs. Freedom driver passed all areas of functional testing with replacement pca. During extraction of the faulty pca, the main pcb was damaged but remained functional for testing. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; root cause of the reported out of specification output values was determined to be a faulty piston cylinder assembly. Failure investigation identified no other test failures or damage that could have contributed to the reported complaint. Damage found the display and fan covers as well as to the power adaptor rail was cosmetic only. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The freedom driver was not supporting a patient at the time of the event. During routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.